Event description:
It was reported that faradrive steerable sheath clear was selected for unknown procedure. During the procedure it was mentioned that the air was noted once the catheter was removed. Thus, the sheath was replaced, and the procedure was completed successfully. No patient complication was reported. The device is expected to be returned for analysis. It was further reported that no abnormalities was noted during preparation of the sheath. No leak on the device nor any air was noted in the patient. The farawave catheter was inside the sheath when air not noted. A pressure bag with a flow of over 300 was used for irrigation.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.